Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification in relation to the reported symptom, incorrect information in care area, which was experienced during evaluation. Evaluation found the #8 (vwx) key to be inoperable. When any of the remaining functional keys are pressed an automatic output of the (#8, v) key will occur following the selected key's function. Component causality was determined to be a failed keypad with a carbon ink bridge across the circuit layer. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had the incorrect information displayed in the care area. When selecting a cath lab (care area), there is already a letter "v" entered under the drug name and it can not be removed. It was also reported there was no patient involvement.